Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned. As the device was not returned for additional evaluation and investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions to report an over infusion volume discrepancy. The expected volume was 3.2mls and less than 0.5mls were aspirated. Reporter stated that they are sure the correct volume was programmed at the last refill and that they use the recommended refill technique, push 5mls in and let 1ml come back into the syringe, to ensure they were in the reservoir and no pocket fill. The patient had an increase in pain and anxiety. The pump was refilled with 20mls the same day and the patients dose was lowered. The patient was due for a volume check two weeks later, but patient reportedly later went to the hospital for their symptoms. The patient's pump and catheter were explanted and replaced with a medtronic pump. The pump and catheter were discarded and no flowonix representative was present. There were no issues with the catheter and was explanted only because the pump was replaced. The patient does not have a ptc and has had no recent MRI exposure, falls, or traumas to the pump site.